Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for and unspecified number of patients tested for crep2 creatinine plus ver.2 (crea) on a cobas integra 400 plus (i400+). The customer provided data for two patient samples with erroneous crea results. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 11.2 mg/l. The sample was repeated twice, resulting as 6.8 mg/l and 6.7 mg/l. On (B)(6) 2018, the second sample (female patient born on (B)(6)) initially resulted as 12.1 mg/l and the repeat result was 6.8 mg/l. No adverse events were alleged to have occurred with the patients. The crea reagent lot number and expiration date were asked for, but not provided. The customer stated that the i400+ analyzer was new.

Manufacturer narrative:
The customer has not had any questionable crea results since 20-mar-2018, when a special wash was installed for the application in the system software. The customer stated that the issue occurred with 2 other cobas integra 400 analyzers in the laboratory since installation of these analyzers. Special washes were installed on these analyzers on 20-mar-2018. No further details were provided. The customer tests all samples for crea in duplicate.

Manufacturer narrative:
For the additional patient sample tested on (B)(6) 2018, the customer has confirmed that the erroneous result from this sample was not reported outside of the laboratory.

Manufacturer narrative:
On (B)(6) 2018, the customer deleted the special washes for the crea assay and started cleaning probes with ethanol daily instead of once per week. After (B)(6) 2018,the customer encountered an erroneous result for one additional patient sample. This sample initially resulted with a crea value of 12.8 mg/l. The sample was repeated twice, resulting with crea values of 6.5 mg/l and 6.4 mg/l. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. No adverse events were alleged to have occurred with this patient.

Manufacturer narrative:
For the additional patient sample that had an erroneous result after (B)(6) 2018, the date this sample was tested was on (B)(6) 2018. This patient was a female patient born on (B)(6) 1959. This sample had the following additional test data (B)(6) 2018: altl = 21.6 u/l, ap2sp = 47.1 u/l, astl = 12.1 u/l, bilt3 = 5.5 mg/l, cl-I = 98.6 mmol/l, crpl2 = 4.67 mg/l, ggti2 = 28.1 u/l, k-I = 3.86 mmol/l, na-I = 134.8 mmol/l, urel = 0.38 g/l. Upon review of reaction kinetics, the results always show reaction curves indicating reagent carryover. At the customer site, the issue was solved by shifting the chol test after the crea test in the processing sequence of the analyzer and implementing an extra wash cycle before crea and after the chol test. The investigation was unable to find a definitive root cause.